Manufacturer narrative:
(B)(4). Inflated above rated burst pressure, incorrect removal and removal with force. Evaluation summary: the device was returned for analysis. The shaft separation was able to be confirmed however the balloon rupture was unable to be confirmed. The deflation difficulties and resistance during retraction could not be replicated in a testing environment due to the condition of the returned device. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified. It should be noted the xience xpedition instructions for use states: do not exceed rated burst pressure (rbp) as indicated on product label. Additionally, the stent system removal section states: should unusual resistance be felt at any time when withdrawing the stent towards the guiding catheter, the stent delivery system and the guiding catheter should be removed as a single unit. This should be done under direct visualization with fluoroscopy. Applying excessive force to the delivery system can potentially result in loss of or damage to the stent and / or delivery system components.

Event description:
It was reported that during a right coronary artery (rca) stenting procedure, after lesion pre-dilatation with a 3.0x12mm rx trek, the rx xience xpedition stent delivery system met resistance with the heavily calcified vessel while advancing, but was successfully deployed at 11 atmospheres (atm) overlapping a previously deployed 2.5x18mm xience xpedition stent in the distal rca. After deployment, the balloon would not deflate, so attempts were made to deflate the balloon, such as pulling negative, but the balloon remain inflated. The balloon was finally inflated until it ruptured (25 atm). Once it ruptured, the physician attempted to pull the device back into the guiding catheter. It was noted that the distal portion of the balloon remained partially inflated, so force was applied bringing the catheter into the guide catheter and separating the shaft. The entire unit was then taken into the sheath with difficulty. The patient had good collateral circulation, so they remained stable during the procedure, but the failure to deflate significantly delayed the procedure. There was no additional information provided.